Event description:
It was reported to philips that the display is blank and beeping sound. There was no patient involvement. The field service engineer (fse) evaluated the device and found the display was blank. The device needs a display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. A quote for the display was given to customer. The display plates to be replaced by customer as their budget allows. No further action at this time.